Manufacturer narrative:
The serial number of the device has been confirmed. Product UDI has been updated.

Event description:
It was reported that the device is providing unstable pressure readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. The fse tested the system with a patient simulator and determined that the problem does not originate from the philips system. The fse advised the customer that the issue is coming from the 3rd party cable being used. The customer changed the cable and has contacted the 3rd party vendor about the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6). Philips is in the process of obtaining additional information. A follow up report will be submitted once the investigation is complete.